Manufacturer narrative:
Additional, changed, and/or corrected data: b.3 allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported that they experienced the events of "bad pains in right breast¿, ¿swelling, hotness¿, ¿extra thick scar tissue on capsules¿. Patient additionally reported ¿developed bad allergies over time¿, ¿brain fog¿ and ¿generally a feeling of tiredness, fatigue¿; these events are unrelated to the device. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: inflammation/irritation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported that they experienced the events of "bad pains in right breast¿, ¿swelling, hotness¿, ¿extra thick scar tissue on capsules¿. Patient additionally reported ¿developed bad allergies over time¿, ¿brain fog¿ and ¿generally a feeling of tiredness, fatigue¿; these events are unrelated to the device. Device has been explanted.